Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer complained about questionable ion selective electrode (ise) results for one patient sample. The sample had been put on the analyzer for testing while an ise calibration was being performed. The calibration failed, but the patient sample results were not flagged and the qc was acceptable so the results were reported out. The customer repeated testing of a total of 65 patient samples due to the failed calibration. Results were only provided for this one sample. The initial sodium result was 148 mmol/l and the repeat result was 135 mmol/l. The initial potassium result was 6.8 mmol/l and the repeat result was 5.7 mmol/l. The initial chloride result was 79.3 mmol/l and the repeat result was 97.3 mmol/l. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative confirmed the samples were put on the analyzer while the calibration was occurring. He checked the system fluidics and mechanics for proper operation, performed ise checks and ran precision with no errors. The system passed verification. He noted the customer ran samples on (B)(6) 2015 and (B)(6) 2015 with no issues.

Manufacturer narrative:
The investigation found the calibration associated with the event had extremely high compensator values which are added to the patient and qc results. The calibration should have been followed by qc which is an additional indicator for a failed calibration. No samples should have been tested based upon this calibration. Operator handling issue was identified as root cause.